Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the confirm device came out of pocket on the same day of implant and the physician implanted a new device. Patient was discharged after the procedure.